Manufacturer narrative:
On july 2nd 2020 additional information received indicates that the patient also experienced rupture on the right side, and as a result patient had the device removed and replaced with a new cohesive silicone moderate plus style on (B)(6) 2020. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, additional information indicates that the complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with unknown gel breast implants which the patient had a mammogram and experienced extreme pain on the right side and doctor told the patient that the issue might be capsular contracture after implantation. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.